Manufacturer narrative:
(B)(4). (B)(6). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. The cause of the event was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics (route, dose and frequency not reported). At the time of this report, the patient had not yet recovered from the cloudy effluent and abdominal pain. Dianeal and extraneal therapies were ongoing. No additional information is available